Manufacturer narrative:
Please be advised that the lot number is eg013s and not cg025s as previously reported. The perforator was evaluated by the supplier and it was found to be within specifications. This perforator met all visual and functional testing requirements. The root cause of the reported problem " could not cut well during the craniotomy procedure" was not determined. All evaluation tests and inspections had acceptable results. The perforator met functional test method acceptance requirements; proper engagement and disengagement was achieved with every drilled hole, and there was no erratic or poor cutting action. A review of the device history records did not reveal any anomalies. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.

Event description:
The product could not cut well during the craniotomy procedure on (B)(6) 2014 despite the proper use. Another new product was used to complete the case. The surgeon requests dimensional inspection since the tip of the product slipped on the bone during use. No surgical delay or adverse consequence to the patient was reported.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.